Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. Customer had blood glucose level of 283 mg/dl. Customer was alleging insulin pump for under delivering because customer was delivering insulin and still had high blood glucose level. Customer stated that there was air bubbles in the tubing. Customer stated that the insulin pump passed self test. Customer was using auto mode. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis. The reservoir will not return for the analysis.